Event description:
The information provided to sjm indicated a trifecta valve was explanted due to endocarditis and stenosis of the aortic valve. Calcification was reportedly observed at the base of the valve.